Event description:
Note: this report pertains to one of four devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-01943, manufacturer report # 3005099803-2014-01944, manufacturer report # 3005099803-2014-01945 and manufacturer report # 3005099803-2014-01955 for the associated device information. It was reported to boston scientific corporation that four speedband superview super7 devices were used during an upper endoscopy procedure performed on (B)(6) 2014. Reportedly the varices were located at the esophagogastric junction. According to the complainant, during the procedure, the first speedband superview super7 was able to release the bands but they missed the target area. The physician then proceeded to use the second and third speedband superview super7 devices but the same problem occurred. When the fourth speedband device was attempted to be used, the tripwire broke. The procedure was completed with a different device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event of bands misfired. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.